Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized overnight with a low blood glucose (bg) level, though exact bg value was not provided. Reportedly, customer was overriding boluses, incorrectly counting carbohydrates, and had left pump exercise mode on for over 12 hours. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.